Event description:
The customer reported the system showed no response and would not display a fluoroscopic image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was repaired. The system was then found to be operating as intended.